Manufacturer narrative:
The damage was found sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non pacer dependent, asymptomatic patient presented in clinic for lead revision. A week post implant operation, it was noted that the right atrial lead exhibited loss of capture. The lead was suspected to have dislodged. The lead was explanted and replaced. The patient was in stable condition.